Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dissected and perforated part of the patient's organ resulting in tamponade. Moreover, an infection was suspected. Additional information indicated that the lead perforated the heart wall. This lead was explanted. No additional adverse patient effects were reported.